Event description:
Caller alleged discrepant results compared with the lab. Date: 2007, inratio: 4.2, lab: 3.0; date: 12 days later, inratio: 1.4, lab: 1.7; date: 2008, inratio: 3.3, lab: 8.8. Per test "coumadin was held." This is adverse event case.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For the last set of data, the mean was >5.0 and the difference between inr's was >2.2. Per tr 0150, the comparison was considered invalid. Per text "coumadin was held." This is adverse event case. Products will be tested when returned.